Event description:
It was reported that a user wearing a Dexcom G7 continuous glucose monitor (CGM) with the iLet experienced discrepant glucose readings, with CGM and pump values reading low blood glucose at 47 mg/dL while capillary measurements were higher; during troubleshooting and calibration attempts, the user subsequently developed a low blood glucose following a late meal announcement while the pump was delivering correction doses, and the user treated with oral glucose and replaced the CGM sensor. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention consisting of oral glucose administration, and there was no serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.

Manufacturer narrative:
Initial.